Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The unit was triaged and reported issue was confirmed. Visual inspection of the main printed circuit board found that a component had been damaged causing one of the leads to lift off the solder, causing an open connection. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/08/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) service found the unit had no audio.